Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported communication error 216 was confirmed. A definitive root cause of the issue could not be determined, however, due to an observed cut on the image sensor cable sheath, it is likely that a short circuit or breakage of core wire occurred near the cut and irregular/excessive stress misaligned the internal elements leading to the event. Additionally, it was found that the device image was intermittent upon angulation of the bending section. A definitive root cause of the issue could not be determined, however, it is likely that the issue was due to the observed short circuit or breakage of core wire near the cut sheath of the image sensor cable as noted above. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope exhibited an error code e216. There was no patient involvement, and no harm was reported as a result of the event.